Event description:
It was reported that this noise oversensing was noted on the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD), leading to pacing inhibition. Technical services (ts) noted that premature ventricular contraction (pvc) triggered the rhythmiq algorithm, leading to variations in the biventrical pacing rate as the pvcs were undersened which resulted in pacing to be delivered when not required. Ts recommended reprogramming and further troubleshooting options. This ICD remains in-service at this time. No adverse patient effects were reported.